Event description:
The customer reported an a121 alarm and an a117 alarm on the insulin pump. The customer reported that the a121 alarm occurred after inserting a new battery. The customer's blood glucose value was 48 mg/dl; no intervention or hospitalization was reported. The customer asked to and was allowed to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).